Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had absence of bg reminder alert with the meter. The customer's blood glucose was 104 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the insulin pump did not alert bg reminder after troubleshooting. The insulin pump will be returned for analysis.